Event description:
The pt experienced a loss of stimulation sensation on their right side. When seen at the clinic, reprogramming was attempted but was unsuccessful. Impedance check showed high measurements on the right lead. X-rays were taken and were negative. A revision was performed on (B)(6) 2010 and intra-operative observations showed no visual abnormalities. Impedance measurements showed values on all contacts on the right lead. The lead was then replaced. It was noted that during the lead removal, the physician cut the lead at the twist-lock anchor because he could not remove the anchor. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.